Manufacturer narrative:
As received, a partial lead was returned in three pieces. The connector portion a measured 14.8 cm, middle portion b measured 6.3 cm and middle portion c measured 5.9 cm. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a generator upgrade on (B)(6) 2020, when the rv lead thresholds were checked, the thresholds were very poor, and the rv lead was fractured. The right atrial lead was examined, and the lead impedance was very high and was believed that the lead was fractured. The rv lead and atrial lead were explanted and replaced. The lv lead was capped due to dysfunctional. The patient condition was stable. Related manufacturer reference number: 2938836-2020-07019 and 2938836-2020-07021.